Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the failure was isolated to shorted transistors (q6, q7 and q8) on the defibrillator board. The shorted transistors caused a misdirected pulse shorted/damaged multiple components on the ca and defibrillator boards. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data identified a reportable event. Upon servicing monitor sn (B)(4), the monitor failed the pulse test. The last patient to use this monitor did not report any deficiencies.